Event description:
The complainant states they have a broken bed located in the maintenance shop and the brake is not locking.

Manufacturer narrative:
When inspecting the bed, the tech found that the head end casters were not locking into brake properly. He replaced the head end casters to repair the bed.